Event description:
The customer reported via phone call that she had keypad issues on the insulin pump. Customer stated that the pump has a brand new battery and she cannot rewind. Customer stated that she changed the battery out but it won't respond to clear the alarm. Customer could not give a bolus yesterday afternoon. Customer gave a bolus, took the reservoir to rewind, and none of the buttons would work. Customer stated that the battery icon was not low at the time. Customer was out of town and does not have a back-up plan. Customer stated that she is 3 hours from home and will run home to get it. Customer's current blood glucose was 286 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.